Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 1 month ago. Aneurysm and vessel morphology were unremarkable. It was reported that after the stent graft was deployed, the proximal portion of the bifurcated stent graft appeared pinched inwards. The physicians were unable to determine the cause. The top of the bifurcated stent graft was ballooned and the stent graft opened; however, there was a small type 1 endoleak which was not reaching into the aneurysm sac. The physician elected to place an aortic cuff in the area of the leak in order to get more radial force. After the cuff was implanted it landed within the flow divider and converted the bifurcated stent graft into an aorto-uni-iliac system (see MFR # 2953200-2009-00569). A fem-fem bypass was performed. No additional clinical sequelae were reported. The patient was fine and was discharged home two days later.

Manufacturer narrative:
Evaluation results: endoleak. Unknown cause of the inward "pinched" stent graft appearance post deployment. Evaluation codes, conclusion: other - lack of info (unknown cause of the inward "pinched" stent graft appearance post deployment).